Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 1/5/2023. Additional information was requested, the following was obtained: how many sutures broke during the patient procedure? To my knowledge, it was two sutures. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-10153 & 2210968-2023-00107.

Manufacturer narrative:
(B)(4). Additional information has been requested and received. Please clarify how many devices present this issue? Two sutures from a box of 36 were used. Device return follow up. I don¿t know what you mean by this. I have not returned any product because I have not been instructed to do so. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. How many sutures broke during the patient procedure? Evaluation: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received one open box with thirty-six unopened samples pertain to the product code . As per the sampling plan, a visual inspection was performed on thirteen samples, no defects were found on the packages. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issue related to breakage suture or anomalies were observed during evaluation. Also, a functional test was performed using an instron equipment and tensile force were above the minimum requirements. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and suture was used. During use, the suture was breaking, so the surgeon had another box pulled with a different lot number and did not have any problems with new lot number. There were no patient consequences reported. One device will be returned.